Manufacturer narrative:
A root cause cannot be determined at this time. There are 3 potential root causes listed below, however, these cannot be confirmed as the devices were not returned and no discrepancies were identified during review of the DHR and existing quality records: environmental contamination, low viral load, device failure.

Event description:
Two devices were reported as having a false positive result. The complaint devices were not returned.

Manufacturer narrative:
This device is marketed under emergency use authorization (eua) (B)(4).

Event description:
A device was reported as having a false positive result. The complaint devices were not returned.